Event description:
It was reported that the customer unable to calibrate the rate and pressure on asm 12.5. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the customer¿s inability to calibrate the rate and pressure on the asm 12.5 could not be determined during the call. Tech support advised the customer to use the correct pressure settings and the appropriate tubing, as regular IV set tubing is not recommended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.